Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed. The hinge joint was difficult to articulate. The complaint was confirmed and the root cause has been associated with a friction problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include: damage to the seals, spacers, pressure rings and pressure cups caused by prolonged pressurization. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the svce repl, spider 2, tenet 7615 stopped working. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit hinge joint was stiff and difficult to articulate which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.